Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article early trifecta¿ valve failure ¿ report of a cluster of cases from a tertiary care referral center (the journal of thoracic and cardiovascular surgery (2017), doi: 10.1016/j.jtcvs.2017.05.044), early pannus formation in the inflow portion resulting in 50 a decrease in the effective orifice area, and leaflet calcification concentrated around the posts in the outflow portion of the trifecta¿ valves causing restricted leaflet mobility or prosthetic regurgitation are important mechanisms contributing toward early trifecta¿ valve failure. Eleven cases were noted among 10 patients; of the 11 cases, 3 patients had prosthetic valve endocarditis; however, the product details were not provided. Of the 8 remaining cases, 6 valves were identified. Of the 6 valves that were identified, 3 were previously reported to sjm (now abbott); new events were created for the 3 remaining valves: model tf-21a, sn (B)(4) is documented within (B)(4); model tf-25a, sn (B)(4) is documented within (B)(4); and this event¿s model tf-25a, sn (B)(4) is documented within this event, (B)(4). Both 25 mm trifecta valves listed above were implanted in the same patient. By way of background, on 13 (B)(6) 2013, an avr was performed and a 25 mm trifecta valve (sn (B)(4)) was implanted. (Please refer to (B)(4) for further details.) Approximately four months post implant, the patient presented with symptoms of heart failure and an exacerbation with nyha class ii symptoms. On (B)(6) 2014, the valve was explanted due to stenosis, regurgitation, and a mean gradient of 58 mmhg. Pathological findings of the explanted 25 mm valve revealed friable tissue along the left coronary cusp. A second 25 mm trifecta valve (sn (B)(4)) was implanted. On (B)(6) 2014, however, the second 25 mm valve was explanted due to regurgitation and was replaced with a 29 mm sjm masters series valved graft (model 29vavgj-515, sn: (B)(4)). Pathological findings of the second explanted 25 mm trifecta valve revealed it was intact with minimal attached soft tissue. On (B)(6) 2014, the patient died while repairing an aortic aneurysm. No allegations were presented against the 29 mm vavgj and no further information is available.